Event description:
A lead was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased. The lead was analyzed, and tested out of specification. The cause of death has been requested and is not available.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and analysis revealed a breached depression of the outer insulation. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed), the distal and proximal conductors were fractured (overstress), there was a white substance and cosmetic depression of the outer insulation and the lead was stretched.